Manufacturer narrative:
Additional information has been requested. Approximate implant date -6july 2007. Approximate explant date - (B) (6) 2008. Subject device has been received and is currently in the evaluation process.

Event description:
A hybrid construct consisting of dual-opening uss system at t4-t8 and click'x monoaxial system at t10-l1 were implanted. The left screw at t8 was noted as medial (not positioned in the pedicle) and was removed. The screw was not replaced. The reported device (12-point nut) is a concomitant part to the screw. This is the 3rd of 3 reports submitted on this event.